Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (value not provided) and dropped to 30 mg/dl. Customer attempted to deliver correction boluses; however, bg levels did not improve. Customer detached from the pump and reverted to manual insulin injections. Customer ate to treat low blood glucose value.